Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported the starter hole was off center. The product was not used. Photographs depicting the reported issue were provided. No further information was provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Corrected evaluation result codes changed from 3233 to 3221. Corrected evaluation conclusion codes changed from 11 to 67. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).